Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the probe on coulter lh500 hematology analyzer was bent and leaked approximately 3 ml fluid. The customer was wearing a lab coat, gloves, and goggles at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this leak. Beckman coulter field service engineer (fse) found that the probe was bent and dripping. The fse replaced the blood sample valve (bsv) assembly, which resolved the issue. Service activity performed was verified per established procedures and the results met published specifications.